Event description:
It was reported that when using the bd pyxis¿ medstation¿ es loading icon was spinning and the user was not able to log in and the pyxis station application was slow to no startup. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to log in, as the loading icon continues spinning without completing the login process. A technical support specialist found login hang during user ID verification, likely due to an incorrect response or poor connection to the active directory controller; this is not related to station configuration or application failure but rather a bad verification attempt on the station. A windows scan/repair was performed, and the customer was advised to contact hospital information technology team (hit) if the issue persists. The system functioned as intended after the technical support specialist investigated the issue.